Manufacturer narrative:
Pr (B)(4) follow up. As no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of defect during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. D.3. Franklin lakes has been listed as the manufacturer. G.1. Franklin lakes has been listed as the manufacturer. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd needle pulled out of the hub. The following information was provided by the initial reporter: material # unknown, batch # unknown. Verbatim: rcc received a complaint via phone. Customer called to report that a needle is stuck in leg. He was injecting himself and the needle blew apart. No catalogue or lot no provided. Pt stated he went to his dr's. And was advised to go get an MRI, customer stated he does not have funds and would like to know what to do, advised customer to follow instructions provided by his dr.